Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. It was found that there was a crack starting at the top of battery compartment and that the latch/lock doesn't return to default position after being pushed down. Pump was tested for flow accuracy 3 times and passed all 3 tests. The reported problem was not duplicated. The root cause of the problem is unknown. Preventative maintenance of latch/lock replacement, battery compartment replacement and adjustment were done to correct any issue.

Event description:
It was reported that there was a volume difference greater than 6%. The problem was noted during the usual restocking checks as well as annual preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.